Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions, as the sgc crosses the septum to reach the right atrium; as a result an asd can occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was removed, a large atrial septal defect (asd) was observed, and required treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced without issue. It was noted that a lot of + knob was used (for sgc tip deflection/positioning) due to a dilated atrium. One clip was implanted and the mr was reduced to 2. After the sgc was removed, a large atrial septal defect (asd) was observed; therefore, a 28mm asd occluder was implanted. 3-4 hours post-procedure, the occluder fell out and remained in the right atrium; therefore, the patient was sent to surgery for treatment of the asd, and removal of the occluder. No additional information was provided.